Event description:
Cell saver tubing appeared cracked. Approximately 200 cc of blood lost. Reservoir maintained for sterility. Baystate medical center submits this report pursuant to the provisions of 21 cfr part 803. Baystate medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described hereindevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.